Manufacturer narrative:
E1: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2024, the patient reported that infusion set was leaking at connection. No further information available.